Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the lead was returned with severe explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to short ventricle-ventricle intervals and nonsustained episodes. Upon clinic testing, oversensing with lead noise, low impedance and high impedance were exhibited. A lead fracture was suspected. Detections were turned off for the rv lead and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.